Manufacturer narrative:
Correction b5: it was reported that there was clot formation in the cardioplegia circuit involving the custom tubing pack. This alleged product issue resulted in a delay in stopping the heart, endangering the patient. The patient was stable post-operation. Actions taken included changing the cannulas cardioplegia, sequestering the equipment after rinsing, and using vials of anticoagulant. Awareness was raised about the type of equipment or anticoagulant used. The device was replaced to complete the procedure. It was unknown if there was any patient involvement or complications as a result of the event. Additional info b5: medtronic received additional information that there was no stopping of the heart. Anti- coagulation was assessed (heparin level) using the hemocron device. Medtronic received additional information that the delay was a few minutes to allow them to re-purge and replace the circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was clot formation in the cardioplegia circuit involving the custom tubing pack. This alleged product issue resulted in a delay in stopping the heart, endangering the patient. The patient was stable post-operation. Actions taken included changing the cannulas cardioplegia, sequestering the equipment after rinsing, and using vials of anticoagulant. Awareness was raised about the type of equipment or anticoagulant used. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Correction b5: additional review of the event shows that the device was not confirmed to have caused a patient serious injury. Previous clotting events reported for the myotherm cardioplegia circuit have not led to death or serious injury. This shows that there is no information to reasonably suggest that the device in this report would cause or contribute to a death or serious injury if it were to reoccur. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Correction h6: patient codes (ime/annex e) and (imf/annex f) corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a clot. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the problem was detected during a procedure when blood cardioplegia was suctioned into the oxygenator. Correction d2 (product code) & d2.1 (common device name): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.